Event description:
The customer reported that the device was cycling on and off. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was cycling on and off. There was no reported pt involvement. The device was evaluated at philips. The symptom was verified. The issue was localized to the processor pca.